Event description:
The reporter stated that the port the syringe is connected to and the tubing came apart. There was no patient injury or treatment as a result of this event.

Manufacturer narrative:
The customer indicated that samples would be returned for evaluation,however, have not been received at this time. Since there was no returned product or lot number available, no further investigation could be reviewed. Review of the complaint database for the previous 12 months indicates that this is the only reported issue of this type for this product code. Medex is unable to confirm or determine the cause of this incident without benefit of returned product. An additional report will be submitted should information become available that impacts the outcome of medex investigation. Medex recognized that this report is not being submitted within the required timeframe. MDR reporting deadline based upon the date of the information was received was july 21, 2006. Medex continues to be committed to regulatory compliance and will make every effort to ensure that this does not recur.